Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent bilateral implants in 2014. The profemur modular neck phac1254 component was used in both index surgeries. His right-sided implant snapped in 2021 and had a revision shortly thereafter. (Right side)

Event description:
Allegedly, patient underwent bilateral implants in 2014. His left-sided implant snapped in 2022 and had a revision shortly thereafter. (Left side) additional information received on 2023-08-01: patient presented with acute onset of left hip pain with inability to bear weight. Patient states that he was in his bedroom changing clothes when felt a pop in his left hip with a sudden giving away of his left lower extremity. He noted shortening of his left lower extremity. Dark ?metallotic? Tissue was visualized anteriorly and posteriorly. There was also evidence of metallosis at the point where the taper of the modular femoral neck had fractured. Patient has endured pain and limited mobility.